Event description:
It was reported by customer that the patient was put on a remediated pump and wheeled to the operating room. The pcu was not charged adequately before deployment and the batteries died during transport. The patient was, "ok but they did not receive the critical meds they needed." There was patient involvement but no harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had battery issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.